Event description:
It was reported that a malfunction code, specifically malf 16, occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as the malfunction code was not resettable, and the pump was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy and instructed on how to put the pump into storage mode. The customer also agreed to return the malfunctioning pump with a pre-paid shipping label within 10 days.